Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 69-year-old man had undergone CABG surgery and developed pccs after occluding his new bypass grafts. He was taken urgently to the ccl where pci was performed with impella cp support, placed via previous iabp insertion site. Patient returned to the ICU and was stable with improving hemodynamic function. Slight oozing from insertion site reported, managed initially with manual pressure. Patient later developed disseminated intravascular coagulation with catastrophic bleeding and grossly deranged ptt, in the absence of any change in heparin administration. Patient received two units of red blood cells and medical team decided to remove the pump due to the bleeding. However, the patient developed hypovolemic shock and expired.